Event description:
The patient's family member reported that the patient accidentally popped the needle back into the v-go so they wasted to insulin (needle button released). It was reported that device samples are available for return to the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation: three devices were received and evaluated for the needle button released complaint. All devices were received and the needle mechanism functions were tested and verified to have operated as intended. The complaint about these device could not be confirmed.